Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. .

Event description:
It was reported via phone by the sales representative on (B)(6) 2017 that a revision surgery was performed to conduct a patella release because the patella wasn't tracking properly with the femur. A 7x11 insert was removed, retrialed and a new 7x11 was used.